Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device had a battery voltage of 2.65 v after approximately 32 months of implant. This device is included in the (B)(6), 2007 shortened replacement window advisory population. A boston scientific technical services consultant stated this device did not meet the criteria of the advisory, and recommended normal follow-ups. The device was later explanted and returned. Initial routine device analysis revealed the device had failed to meet longevity expectations. No adverse patient effects were reported.